Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. However, the flap is thinner than recommended. A nearer view at the z-offset before adjustment and after adjustment shows no significant difference. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. During an onsite visit the fse (field service engineer) replaced the articulating arm and successfully completed system verification to specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The articulated arm received. Failure investigation was performed. Malfunction could be confirmed. The beam drift between home position and treatment position was too high. The articulated arm was sent to supplier for further investigation. The supplier confirmed the articulated arm was misaligned. A contributing factor could be incautiously handling during transportation. The most possible root cause is component wear as fse could confirm malfunction onsite. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported during lasik flap creation the flap was not created deep enough. The surgeon decided not to proceed further. Additional information is requested.